Event description:
It was reported that while in the cath lab the intra-aortic balloon (iab) was inserted through a sheath; 124.25 hours later the nurse manager found blood within the helium line. The intra-aortic balloon pump did not alarm. The rn immediately notified the md, the line was clamped off & the console was turned off. The iab was removed & pt remained in critical condition. The md elected not to try another iab. Pt was do not resuscitate (dnr) & he expired several hours later. The iabp was taken out of service & sent to biomed. "It is unlikely that the iab was a causal or contributing factor to the death of the pt. The reporting healthcare professional said "the death was not attributed to the iab incident." We are submitting this report because we have determined that on the info available, we cannot conclude with certainty that the device was not a contributing factor." Reference MDR #1219856-2010-00656 for the related iab report.

Manufacturer narrative:
(B)(4). Device will not be returned for evaluation.